Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that unable to push the liquid through the needle-

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that unable to push the liquid through the needle.